Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic inspection revealed that a main coil, delivery wire and introducer sheath were returned for this complaint. The introducer sheath and delivery wire were inspected and no anomalies was noted. The main coil was found kinked. No more damages were found in the returned device. The proximal end has a smooth surface. The interlocking arm was found in good condition. The zap tip of the main coil has a smooth surface. The interlocking arm was inspected and no anomalies was noted. A dimensional inspection of the delivery wire and the main coil are within its specification.

Event description:
It was reported that the coil was stuck and protruding from the catheter's tip. The target lesion was located in the liver. An 8mm x 40cm interlock-35 coil was selected for use. During procedure, it was noted that the coil was stuck in the distal part of the microcatheter and protruded from the tip of the catheter upon removal. Continuous flushing was performed. The device was removed together with the microcatheter and the procedure was completed with a different device. No patient complications were reported and the patient was stable. It was further reported that continuous flushing was performed before introduction of the coil. The coil was simply pulled out from the patient without any intervention.

Event description:
It was reported that the coil was stuck and protruding from the catheter's tip. The target lesion was located in the liver. An 8mm x 40cm interlock-35 coil was selected for use. During procedure, it was noted that the coil was stuck in the distal part of the microcatheter and protruded from the tip of the catheter upon removal. Continuous flushing was performed. The device was removed together with the microcatheter and the procedure was completed with a different device. No patient complications were reported and the patient was stable.